Event description:
It was reported that before use, the cardiosave iabp (intra-aortic balloon pump) showed error codes 125 and 58. There was no patient involvement so no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). Updated field : b4 , g3 , g6 , h2 , h11 , d9 , h3 , h6 ( type of investigation , investigation findings ) corrected field : e1 ( event site name ) a getinge field service engineer (fse) evaluated the unit and identified that the connector from the drive assembly to the backplane board was not properly seated. The connector was resecured, resolving the issue. Additionally, the fse replaced the scroll compressor as part of the scheduled 5,000 hour preventive maintenance. Following these actions, the unit successfully passed all functional and safety tests in accordance with factory specifications and was deemed suitable for use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- type of investigation.

Event description:
N/a.